Event description:
It was reported that the patient was hospitalized due to fever and pain of joints. Overall assessment performed revealing high c-reactive protein level, high white blood counts and erythrocyturia. As first blood cultivation test was negative, empirical antibiotic therapy was started due to suspected infectious endocarditis. Transesophageal echocardiogram (tee) showed nonspecific object in vena cava superior, close to right atrium, possibly related to the implantable cardiac defibrillator (ICD) system lead. CT scan of chest and abdomen was performed and showed only borderline enlargement of the spleen and some lymphatic nodes. However, further blood cultivation test was found positive. A system explant has been scheduled. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.